Manufacturer narrative:
After the battery installation, the pump gave an unexpected steady white display followed by an unexpected intermittent beep alarm due to a cracked and bleeding lcd glass. Unable to perform the functional testing including the selftest, rewind, seating, basic occlusion, occlusion, force sensor or displacement tests due to the display anomaly. The pump was received with a cracked keypad overlay at the select button, minor scratches on the lcd window, case and keypad overlay.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump has a black display. The customer's blood glucose reading was unknown at the time of incident. Troubleshooting found that the pump was dropped and the pump has sounds only but no display. No further details given.